Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap cholecystectomy, the device was used to clip and ligate teh cystic duct and artery. The clips came out misaligned or they were ejected. Another device was used to complete the procedure. No pt consequence reported.